Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery for every 3 days and the battery wont last for a week. Customer reported low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.